Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic was found to be bent/crimped/distorted/twisted. Additional information was requested.

Manufacturer narrative:
The product investigation could not identify the root cause for the reported complaint "haptic bent/crimped/distorted/twisted" as neither the lens or device were returned. Only the product carton and labels were returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) 2 is being filed to correct the g.3 date on the supplemental report (smdr 1), filed earlier. Date received by mfg should have been 01-oct-2025 instead of 06-aug-2025. The manufacturer internal reference number is: (B)(4).